Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for unknown indications. It was reported that the patient had redness at the implantable neurostimulator (ins) pocket site with a suspected infection. The patient was treated with antibiotics and the cause of the suspected infection was undetermined. There were no reports of device issues or allegations. The issue was not resolved at the time of the report and it was unknown if surgical intervention was planned. There were no further complications reported or anticipated.